Event description:
It was reported while using bd facscelesta¿ flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: the ffss' waste container overflowed. 1. Was the leak fluid or air? Liquid 2. Was the leak contained within the instrument? Not contained 3. Was there spray of fluid under pressure? No 4. What was the fluid that* leaked? Biohazard 5. Did biohazard leak before or after waste line? After waste line 6. Was the waste mixed with decontamination or bleach? No 7. Was the customer/bd personnel physically in contact with the fluid? Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No 8. Which part of the body was in contact to the fluid? 9. What personal protective equipment (ppe) was being worn? 10. Was there any impact to patient samples due to leak? ) 11. Was customer harmed/injured? 12. What is the current medical status?

Manufacturer narrative:
After further review MFR#2916837-2021-00203 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscelesta" flow cytometer biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: the ffss' waste container overflowed. Was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that* leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? Physical contact .includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin." No which part of the body was in contact to the fluid? What personal protective equipment (ppe) was being worn? Was there any impact to patient samples due to leak? ) was customer harmed/injured? What is the current medical status?